Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial undersensing was unable to program around. On may 8, 2019, the lead was capped due to the oversensing. The patient condition was stable before and throughout the procedure.